Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to olympus (B)(4) for evaluation. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, based on the reported information, it is presumed that it was caused by either of the following. Accidental failure of the mains lamp. Degraded mains lamp. Power supply unit aging failure. Aged igniter failure. Aged deterioration malfunction of the main board. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the unspecified timing, the error e103 which indicated the subject device had broken down occurred. There was no report of patient injury associated with the event.